Event description:
Medtronic received information that approximately seven years and one month following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and revealed moderate aortic regurgitation. Approximately four months later, the patient presented to the emergency department with complaints of shortness of breath, dyspnea on exertion, orthopnea, cough, and lower extremity edema. An echocardiogram revealed moderate-severe transvalvular regurgitation. The patient was started on diuretic medications and supplemental oxygen. Subsequently, the patient's symptoms improved, and discharge from the hospital occurred with the plan to return approximately one week later for a second non-medtronic valve to be implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.